Event description:
The core impaction drill was sent for evaluation due to overheating during a procedure. No adverse event was associated with the device. The procedure was completed with a readily available alternate device without any procedure delay.

Manufacturer narrative:
Corrosion damage within the internal components of the device was identified as the probable cause of the device overheating. Corrosion damaged can result in increased heat production due to increased friction between the moving components.